Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
On (B)(6) 2025, after the infusion of a patient with liver dampness and heat syndrome (liver and gallbladder dampness and heat syndrome) was completed, the piston push rod came out and separated when using a pre-filled tube flushing device to seal the tube. A new tube flushing device was immediately replaced to complete the sealing of the tube, and no adverse consequences occurred.

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 5008874. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.